Manufacturer narrative:
Patient information is not available for reporting. Procedural dates (both implant and explant) are unknown. 510k: unknown, as specific part and lot numbers for the complainant screw were not provided by the reporter. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon treated a fracture with a "lcdc" plate from the modular hand set and the distal screws pulled through the plate holes causing stress on the fracture and the fixation. As a result of the shear forces rigidly fixating part of the bone while torquing the other end away from it, a new fracture formed. The surgeon stated that there were screws with differing head diameters in the caddy. Some of the screws were appropriate while the others were just fractionally smaller; enough so that they could be pulled through the plate hole with any force. The surgeon feels that the part numbers for the 2.4mm screws were changed by synthes even though the old part number is still etched on the caddy. The surgeon believes the caddy number is now attached to a screw with a different head diameter. This report is for one (1) unknown 2.4mm stainless steel screw. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Update: upon further review of this complaint, it has been determined to be a duplicate of (B)(4). All future additional information pertaining to this event will be reported under that complaint number and its associated medwatches. This report (MFR 2520274-2015-16465) is, therefore, being retracted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: upon further review of this complaint, it has been determined to be a duplicate of (B)(4). All future additional information pertaining to this event will be reported under that complaint number and its associated medwatches. This report (MFR 2520274-2015-16465) is, therefore, being retracted.